Event description:
It was reported the patient suffered vaginal erosion subsequent to the implant of a protegen sling. The device was removed. A laceration of the bladder occurred during the explant procedure. No other details regarding the circumstances surrounding this event are known. The device was not returned for evaluation. Therefore, no failure analysis is available.